Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned xience v stent delivery system (sds) noted contrast visible in the inflation lumen and in the balloon, consistent with preparation. The stent implant was returned loose and backwards on the balloon. It is likely that the reported loose stent came off the balloon and was inadvertently placed backwards on the balloon for return to abbott vascular. The stent implant was partially expanded at the distal end. There were bent and stretched struts throughout the middle and proximal portion of the stent implant. Crimp marks were visible on the loosely folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. There were multiple bends in the hypotube distal to the strain relief tubing. Since this damage was not reported in the incident information, the bends may have occurred during packaging, handling and return to abbott vascular for analysis. A loose stent can be affected by numerous factors including, but not limited to, inadequate crimping during manufacturing, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling during product preparation for use, or interaction with accessory devices. The stent outer diameters could not be measured due to the damage noted. It is possible positive pressure was inadvertently applied to the catheter during preparation, as evident by the partially expanded stent and loose balloon folds, resulting in the stent becoming loose on the balloon. Additional handling during packaging and return to abbott vascular for analysis may have contributed to the noted stent damage. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no similar incidents reported for loose/dislodged stents for this lot. There is no indication of a lot specific product quality deficiency. A conclusive cause for the loose stent could not be determined. All stent delivery systems are visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.

Event description:
It was reported that during device unpackaging the xience v stent was loose and not well crimped on the balloon. There was no patient involvement. The device was not used. A second xience v stent delivery system was used in the procedure without reported incident. There was no additional information provided.